Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2011 to report a failed sensor. Patient's mother states that patient reports itching at site following removal of sensor but otherwise is fine and insertion site looks good. On (B)(6) 2011, patient's mother reported that upon removal, sensor wire was broken.